Event description:
A consumer reported he sees very well at distance and at near following (unilateral) cataract extraction and intraocular lens (iol) implant surgery. He reported when he looks through his telescope he sees flares with fuzzy edges instead of seeing the stars clearly. He also reported when he is looking at black lettering on white background. He can see gray shadows at times. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot. This report was mailed to the FDA on: 11/19/2007. Additional info was requested on 10/25/2007, 10/26/2007, 10/29/2007 and 11/12/2007 by email, phone, fax and mail. The questionnaire has not been returned.